Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of intermittent signal during interrogation, the head interrogated as required with a known, good programmer and passed all functional testing. The cable was replaced as a preventive measure. Analysis did note that the lens in the upper case was cracked and the upper case was replaced to resolve. No other anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the radiofrequency programmer head had intermittent signal during interrogation. It was further requested that it be calibrated. The programmer head was returned for service. No patient complications have been reported as a result of this event.